Event description:
The healthcare reported the patient was going to have the pump explanted (B)(6) 2014 due to infection. A catheter issue was also reported, an inflammatory mass at the catheter tip. The patient was ¿self admitted¿ to ER. The pump and catheter were explanted. The patient status at the time of the report was noted as alive, no injury. It was further reported that it was unknown if perioperative antibiotics were administered. The patient did not have meningitis. The date of the last refill was reported as (B)(6) 2014. The location of the infection was t9-t11. The explanting physician sent removed granuloma pieces to the pathology lab. Per the reporter the treatment for the infection was removal of full pump system and granuloma. The catheter issue was identified via MRI. Post surgery the patient was noted as ¿doing well, no longer receiving therapy via a device¿. Per the reporter it was unknown if the infection resolved but was expected with granuloma removal. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).